Event description:
Reporter indicated that the pt had three suicidal gestures since her last assessment. Two of the gestures were noted as having minimal intent, and one was noted as being serious. Per the reporter, the medical threat for two of the gestures was "mild" and threat for the third gesture was "severe". There is no suspected relationship of these gestures to the pt's medication, but there is a probable relationship for her mental disorder. All attempts for further info have been unsuccessful to date.